Event description:
It was reported that the device detected and treated 13 episodes, classified as vt/vf, due to t wave oversensing. A new pace/sense lead was added. All parameters were good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.